Manufacturer narrative:
Device used for treatment. The investigation shows the holding mechanism no longer functions. Several analyses identified that insufficient cleaning procedure can lead to such problems. Dirty residues in the clamping mechanism can cause the holding mechanism not to hold. Product is under trending observation.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment not diagnosis. A review of synthes device history records for lot # p096526 revealed the cable tensioner conformed to all requirements.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the cable tensioner is not gripping the cable while attempting to tension the cable.